Manufacturer narrative:
(B)(4). Conclusions: device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.

Event description:
Customer reported husband had surgery on (B)(6) 2014 to implant vein from left arm to right leg. Reported 3346e cavilon no sting barrier film was applied to left arm and right leg following removal of staples on (B)(6) 2014 and incisions were covered with telfa non adherent bandages. Reported telfa dressing on left arm incision as held in place with a gauze bandage and telfa dressing over right leg incision was held in place with a profore lite compression bandage. Alleged skin reaction (redness, burning and severe pain) occurred on (B)(6) 2014 and eventually formed a crusty layer. Reported reaction occurred on inner left arm and right leg from toes to knee. Reported md prescribed fucidin which was applied right after skin reaction started. On (B)(6) 2014, patient reported that the reaction was improving although not quite healed. Alleged husband spent 14 weeks in pain and discomfort due to reaction.